Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. According to the reporter, on approximately (B)(6) 2025, the pediatric patient experienced a skin reaction with rash, redness, drainage and an infection underneath the sensor pod area. Prior to sensor insertion, the patient used steroid cream and unspecified barrier spray product, and it helped to minimize or prevent the skin reaction. As mentioned by the parent, the patient had skin reactions with several sensors and they consulted with their healthcare provider. The patient was prescribed clarithromycin oral antibiotics (unspecified dosage) and fexofenadine antihistamines. At the time of the report, the skin reaction is getting better. No photo or other details were provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.